Event description:
It was reported that the external pulse generator (epg) does "not stay on" for fifteen seconds when replacing the battery. This was able to be reproduced, and the epg is being returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported that the external pulse generator (epg) does "not stay on" for fifteen seconds when replacing the battery. This was able to be reproduced, and the epg is being returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) -the device was returned to the manufacturer and analyzed. Analysis confirmed the reported event. The main printed circuit board was out of electrical specification. The upper and lower cases, both bail covers, lead flex cover, and battery drawer were broken. The knobs were contaminated and one case screw was missing.